Manufacturer narrative:
The device was disposed of and will not be returned for evaluation; therefore, a technical product analysis of the device could not be completed.

Event description:
It was reported that the patients ipg was nonfunctional and unable to hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The facility disposed the explanted device.